Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, battery cap contact missing/damaged, exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Customer reported a blank display. Customer reported that battery cap contacts are missing, damaged, and/or corroded. No harm requiring medical intervention was reported. No product return is required for mmt-1712k.

Manufacturer narrative:
Pump passed the self test, active current measurement and displacement test. However, pump failed with a high sleep current measurement. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected low battery alert during testing. However, found in the pump history multiple off no power alarms on 08/24/2024 05:04:00, 08/24/2024 06:05:55, 08/24/2024 06:06:48.. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and corroded battery tube. Unit p-cap / test reservoir lock in place properly. Unit had scratched case, cracked battery tube threads, missing display window cover, stained keypad overlay, serial label number missing. No blank display or battery alarms anomaly during testing. However, pump failed with a high sleep current measurement and multiple off no power alarms in the pump history due to moisture damage electronic assembly. Damage battery cap unknown due to battery cap not come with unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.